Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid left anterior descending (lad) artery. The 20x2.5mm quantum maverick balloon ruptured when it was inflated, for the 1st time, to 14 atms. The balloon was removed intact from the patient. The procedure was successfully completed with another device. No patient complications were reported. Patient status reported as "good".